Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert 07 after plugging the pump into a wall outlet. Customer¿s blood glucose value was 243 mg/dl. Recommendation was made to wait 30 consecutive minutes while plugged into wall adapter to see if the pump would begin charging and clear alert. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.